Event description:
The customer alleges having difficulty removing the catheter. The patient was sent home with a pain pump which was a non-teleflex pump and a teleflex (arrow) stimucath. No report of patient injury or harm.

Manufacturer narrative:
It is unknown if the device sample is available for evaluation. Additional customer information requested.